Event description:
Reporter reported leakage from the silicone tubing of a transfer set. The set had been in use for 60 days. No pt injury or medical intervention was reported.

Manufacturer narrative:
Eval summary: results indicate confirmation of the reported event of a leak from the silicone tubing on a transfer set. The root cause was a tubing pinhole. Renal prod surveillance, quality engineering, and plant mfg will continue to monitor this product line and take corrective / preventative action as appropriate.